Event description:
It was reported by the patient that she has pain and discomfort in the device location. The sensation has been intermittent for the past couple of months. No outward problems were seen and no known injury. The patient further reported there was electromagnetic interference (emi) from an electric toothbrush. It was also reported by the patient that following the implant the wires came loose and may have punctured the lung. Follow-up with the physician's office confirmed a pneumothorax occurred during the implant procedure. Additionally, later in the evening after the procedure, the patient had a fall in the hospital. A CT scan was done and everything was "fine". There was no evidence that the device caused the fall. It was discovered the day after surgery that the right ventricular lead had dislodged and the lead was repositioned. Both leads remain in use, and the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Hospital information added. Event description updated. Corrected event location.